Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "16" was displayed to the user at 09:47am on (B)(6) 2021 together with the following associated messaging: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle (B)(6)." A user started the "factory 2hr xylene standard" protocol in retort a at 09:47am on (B)(6) 2021. Event code "18" was displayed to the user at 17:13pm on (B)(6) 2021 when an attempt was made to schedule a protocol in retort a. The following associated messaging was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle (B)(6)". Bottle (B)(6) (ethanol) was not in contact with the corresponding sensor for approximately 5 seconds at 17:13am on (B)(6) 2021, which is not sufficient time to replace the reagent; and the station properties were reset at 17:14am on (B)(6) 2021, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 5 prior to these user actions were: ethanol concentration=75.8%, cycle=157, cassettes=4148 and days=125. Following the user actions detailed above, the reagent in bottle (B)(6) (ethanol) was used for the final dehydration step of the "factory 3hr xylene standard" protocol comprising 14 cassettes, which started in retort a at 17:14pm on (B)(6) 2021 and completed at 20:00am on (B)(6) 2021 and the "factory 6hr xylene standard" protocol comprising 19 cassettes, which started in retort b at 17:14am on (b)() 2021 and completed at 23:31am on (B)(6) 2021. Although the user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle (B)(6) (ethanol) was to be set to the default value of 100% at 17:14am on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 75.8% because bottle (B)(6) was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle (B)(6) (ethanol) with a ethanol concentration of 75.8% was used for the final dehydration step of "factory 3hr xylene standard" protocol started in retort a at 17:14pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant following the use error which occurred at 17:14am on (B)(6) 2021. Although not reported by the complainant, the quality of tissue processing derived from the "factory 6hr xylene standard" protocol started in retort b at 17:14am on (B)(6) 2021 would also have been adversely impacted, because the reagent in bottle (B)(6) (ethanol) was used for the final dehydration step of this protocol. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 17:14am on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle (B)(6) (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "over processed tissue. A completed gi biopsy run of 2 hours with 30 cassettes in retort a. No errors or flags. The tissue is fried and hard. The tissue processed in retort b (12 hrs. Protocol) is fine." On 18 february 2021, the assigned leica applications technical team lead-core histology (fss) requested the complainant to email incident logs from the instrument. The fss reviewed the instrument logs provided and documented the following: "upon review, I noted that bottle (B)(6) was reset without being changed and was used as the last step before xylene on the impacted run." The fss advised replacement of the reagent in bottle (B)(6), the bottles designated for xylene and the wax in all wax baths; and to perform a processing run to verify that the quality of tissue processing was satisfactory following replacement of the reagents detailed prior to processing further clinical samples. The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from the "2 hr biopsy run" protocol comprising 14 cassettes, which started in retort a at 17:14pm on (B)(6) 2021. Both the tissue type and size of the affected samples were detailed as "biopsies". On 18 february 2021, the assigned leica applications technical team lead-core histology received information that all cases involved in this event were diagnosable.